Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during interrogation no intracardiac electrogram (iegm) was available. Rebooting and reinterrogating was attempted multiple times. No stored electrograms were available. The patient chart from six months before showed the same issue. Multiple programmers and wands as well as two attempts at normal troubleshooting methods were unsuccessful. The system was to remain implanted and be followed normally.